Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman. According to the customer description, it was reported that the appearance of sparks and flames several times on 3 different clamps during the intervention. The patient harm is unknown. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00399 ((B)(4) pl738su). 9610612-2020-00400 ((B)(4) pl738su). ((B)(4) pl738su).